Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure for an unknown reason.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure for an unknown reason. Additional information was received that the reason for the ipg replacement was due to the primary cell ipg was exhausted. The patient was doing fine post-operatively.